Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the handset found no visually anomalies but won¿t do telemetry, taken out of service/scrapped, and handset will not connect to communicator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain/fbss leg/back indications for use. The patient reported that it was taking a long time to get a bolus. The patient stated that the last time they used the controller was yesterday around 11:00 pm and this morning at 8:30 am they were locked out for 3 hours when they had not used it all morning and indicated they had three boluses left instead of five. The patient also stated that there were times when they had to wait up to 4 minutes for the controller to communicate with the receiver and then they were locked out again for up to six hours. The agent reviewed with the patient that there were two different programs that can be utilized with the controller. The patient reviewed options for dose restriction interval (dri). The patient services (pss) reviewed lockout times, bolus denials or approvals come from the pump and recommended speaking to their healthcare provider (hcp). The patient was reporting that the handset is "not responding message." The patient stated that it took 4 minutes to deliver a bolus and mentioned alert 156 and requested to restart the application. The handset was not counting boluses properly. The patient insisted that the handset was not working properly and requested to have it replaced.